Event description:
It was reported that the customer received a continuous glucose monitor error 42. Multiple follow up attempts were made to obtain additional information; however, a response was not received. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.